Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was reported that the right atrial (ra) lead exhibited occasional undersensing on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.